Event description:
A customer reported that the pump battery was depleting too quickly. There was no reported adverse impact to the customer's blood glucose level as a result of the issue. No further information provided.